Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/ break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot e339 was conducted. There were no non conformances related to the complaint. This lot met all release requirements. A review of kit lot e339 for the reported issue shows no trends. Trends were reviewed for the complaint category, drive tube leak/break and alarm #18: system pressure. No trends were detected for this complaint category. This assessment is based on the information available at this time of the investigation. At the time of this report, the analysis of the photos are still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). Device not returned.

Event description:
Customer called to report the drive tube broke and caused a leak in the centrifuge chamber at approximately 934 mls whole blood processed, prior to buffy coat collection. Customer said as the break occurred a system pressure alarm sounded simultaneously-which stopped the bowl automatically. Customer said they aborted the procedure, they did not return blood to the patient, and reported that the patient was stable. The patient did not require any medical intervention, blood transfusion, or fluids. Customer stated patient successfully completed an ecp procedure on (B)(6) 2017 with no issues or complaints. Customer said she will be is sending a photo. Field engineer called for assistance from ts regarding the service he was performing on the instrument.

Manufacturer narrative:
Evaluation of the customer returned photographs has been completed and it is verified that a blood leak occurred. In addition, the following observations were noted upon inspection of the customer provided photographs: the upper bearing stop appears closer to the bowl than normal. The lower bearing and upper bearing appear to be correctly loaded into the retainer clips. The drive tube appears to be twisted. The mark on the centrifuge wall could have occurred if the upper drive tube bearing stop delaminated during the procedure. Based on the customer provided photographs, drive tube bearing stop delamination is the likely root cause for the reported broken drive tube and blood leak. Although the presence of a leak was verified through the customer provided photographs, the complaint issue could not be confirmed based on the available information. No further investigation is required at this time. Investigation complete.